Event description:
An occlusion alarms was reported, and there were previous instances of occlusion events experienced by the customer. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by removing the cartridge, reinstalling and resuming insulin.